Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was booted to the verify screen with no errors. The ezprime sequence and 24 hour duration test was successfully completed. There were no alarms related to the complaint observed in alarm history. The pump passed the delivery accuracy test and was found to be delivering within the required range. Patient negligence issue was found; the pump was subjected to conditions outside specifications. The pump was not detecting the correct force. The force sensor resistance was found to be out of specification. There was evidence of contamination found in the force sensor housing. The battery compartment was found to be cracked on the side at the threads and cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
Mss: updated alert date to (B)(4) 2015 because the pa testing results changed the classification of this complaint to a reportable malfunction. The pump was returned for investigation. The pump was not detecting the correct force. The force sensor resistance was found to be out of specification. There was evidence of contamination found in the force sensor housing. The battery compartment was found to be cracked on the side at the threads and cracked below the bumper pad. This report is made based on results of investigation completed on (B)(4) 2015.